Manufacturer narrative:
Investigation summary: based on the available information, the root cause of the of the system errors presented which resulted in an aborted/cancelled procedure was unable to be confirmed. The farastar hv master pcba passed all testing, no evidence or abnormalities were observed during the analysis. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review was performed. The complaint type does not present a new or unanticipated failure type or harm per risk management document. This is documented in a hazardous situation of ablation delivery is inhibited until the condition is corrected and harm additional intervention required with a severity of 3 and an occurrence of 3. This line item was selected due to the procedure being cancelled while the patient was sedated. Investigation conclusion: based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device passed all testing, no evidence or abnormalities were observed during the analysis.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, a farastar generator was unable to deliver energy following a 309 treatment error code. The system was power cycled without resolving the error. As a result, the procedure was cancelled post sedation of the patient. A field service engineer has replaced the hv master printed circuit boards assembly (pcba). Functional and electrical tests have been performed, and the system is ready for clinical use. No patient complications were reported. The device is to remain in service. The hv master pcba has been returned for analysis.

Manufacturer narrative:
This product is not approved in the united states. However, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, a farastar generator was unable to deliver energy following a 309 treatment error code. The system was power cycled without resolving the error. As a result, the procedure was cancelled post sedation of the patient. A field service engineer has replaced the hv master printed circuit boards assembly (pcba). Functional and electrical tests have been performed, and the system is ready for clinical use. No patient complications were reported. The device is to remain in service. The hv master pcba was disposed and is not expected to return.